Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued on 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evals or adverse events finalized on (B)(4) 2011. The data presented is from (B)(4) different product applications. The report states that there are no significant trends.

Event description:
Report received indicated that the pt developed a red itchy flat rash that began to bleed under entire tape collar right lower area of the peristomal region approximately 8 months prior to reporting this complaint. Prior to the receipt of this complaint investigation, the pt used this product for over 28 years without incident. The pt was prescribed antifungal medication and oral topical medication for use. Further info regarding pt outcome was not noted.